Manufacturer narrative:
(B)(4).

Event description:
Received info while stimulation was turned on the pt had experienced a shocking and jolting sensation. Pt had felt this sensation in the rump and bladder area for the last week. Pt was on program 4 at 3.0 v and changed to program 3 at 0.5 v and could not feel stimulation but still felt the shocking. No known accident or incident related to this event. Pt will need to find a new physician due to relocation. Add'l info has been requested and if received a f/u report will be sent.